Manufacturer narrative:
Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 48%, donor 2 hct: 56%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr, customer meter and retention strips: 2.6 inr . Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and retention strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result was 1.5 inr and about 2 hours later the meter result was 2.0 inr. The patients therapeutic range is 2.0 - 3.0 inr and tests weekly. The customer is feeling ok.